Manufacturer narrative:
This case was reviewed and investigated according to the manufacturer¿s policy. Date of birth not available. Implant date & explant date: not applicable for this device. Report source: study name - fors learn registry. The altatrack guidewire was discarded and not returned to the manufacturer for evaluation, thus no returned product investigation was performed. Recall & correction/removal number: do not apply to this submission. Submission of this report does not, in itself, represent a conclusion by the manufacturer and/or authorized representative or the national competent authority that the content of this report is complete or accurate, that the medical device(s) listed failed in any manner and/or that the medical device(s) caused or contributed to an alleged death or deterioration in the state of the health of any person.

Event description:
It was reported that during a complex aortic aneurysm repair (fevar) procedure, a conventional catheter was loaded over an altatrack guidewire. During advancement, the guidewire kinked. While cannulating in the celiac trunk, a mild dissection occurred, and covered with a stent. The patient was discharged as expected. It was noted that the kink did not contribute to the dissection. This adverse event is being submitted because a dissection occurred and required stent placement.